Manufacturer narrative:
(B)(4). The device will not be returned for evaluation.

Event description:
It was reported the catheter was placed into the pt without issue. While in use, they discovered a pin hole in one of the extension lines. As a result, the catheter was exchanged for the pt. There was no delay in treatment and no pt death or complications was reported.